Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to t-wave oversensing. X-ray imaging was been previously performed and no changes significant changes were noted for the systems position. Technical services (ts) was consulted and discussed stored data as well as device programmed settings. Further in clinic examination was performed and the device was reprogrammed to the secondary sensing vector. At a later date, two additional shocks were delivered as inappropriate therapy. Ts reviewed available data and noted how all sensing vector had issues, so turning therapy off was recommended. Therapy delivery was turned off. Ts was consulted about the device smart pass feature been disabled and ts clarified the reason as well as how the feature worked. This device remains in service. No additional adverse patient effects were reported.